Event description:
It was reported that when the asymptomatic patient presented to the hospital for a different procedure, an alert for aborted charge due to possible output circuit damage was observed. Possible circuit damage was suspected. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available; the reported field event of an output anomaly was confirmed in the laboratory. Review of the device image noted normal charging until hv therapy was delivered with a low hv lead impedance. The device was tested on the bench and shorted output circuit transistors were found. The cause of the output circuit damage could not be determined.

Manufacturer narrative:
(B)(4).